Event description:
It is reported that dental impression material that penetrated into the maxillary sinus has to be removed by a surgical procedure.

Manufacturer narrative:
The initial reporter, ent physician, contacted 3m espe and reported that he has to remove impregum impression material which penetrated into the maxillary sinus. There is no info available on the dentist and on the procedure the dentist performed. Also, there is no evidence that indeed impregum was used in the dental impression procedure. The instructions for use for 3m espe impression materials contain a section describing that any residual impression material needs to be removed from the mouth.